Event description:
The medwatch stated: pt was taken to operating room #2 for repeat cesarean section. Pt position on table. Bovie ground pad applied to right outer thigh, pad securely and appropriately applied. Noted prior to application of ground pad pt had redness of inner upper right thigh (documented). Bovie set at 100 cut 50 coag. Associate attempted to place bovie pen through bottom loop in the drape when physician reached for bovie pen and clamped the cord to drape at upper loop drape site with kelley clamp. Surgery proceeded. Associate felt heat by her left hand. Touched the kelley and it was hot to the touch. She then removed the kelley gave it to physician and he felt the kelley. Confirmed that it was hot and then looked at the drape site where the drape had been attached. Physician then noted an abdominal burn. No smoldering or smoke noted, drape not burned. Surgery proceeded and once surgical site was approximated physician looked at the burn and treated. Follow-up indicated this was a full thickness burn.

Manufacturer narrative:
(B) (4). The site has declined to return the pencil for evaluation because of pending possible litigation. The forcetriad generator was tested by the site, found to be functioning correctly and placed back in service. The site did send photos of the damaged cord of the pencil. When an evaluation is complete, a follow-up report will be sent. Add'l info from the user facility report: valleylab disp hndsw pencil w/holster. Bovie pencil. (B) (4)